Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the trocar balloon was intact. The dissector balloon and cannula was disengaged from the hub, and material transfer was noted. The insufflation bulb was received. The inflation syringe was received. The obturators were received. The ports and 5mm obturator were not received. Functional testing found that the dissector balloon could not be inflated due to the damage in which it was received. The trocar balloon was inflated using the returned syringe, and no leaks were detected. The lock collar moved up and down the cannula freely and securely locked in place. It was reported that when trying to pull out the inner portion of the balloon, it stayed in the patient. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when care is not exercised during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: balloon products must be treated with care. Damage to balloons from instruments during the procedure may cause product failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon was inserted and inflated. When trying to pull out the inner portion of the balloon, it stayed in the patient. The device had to be removed by pulling the whole trocar and remove the whole balloon. There was no patient injury.